Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy following a massage. Diagnostic revealed high impedances. X-ray confirmed that the lead had migrated. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced. Reportedly, adequate therapy was restored post operatively.

Manufacturer narrative:
The reported event of high impedance/loss of therapy was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body where all internal wires were broken. The cause of the kink is consistent with an overstress condition or sudden event the lead was subjected while in vivo. However, the reported event of lead migration cannot be confirmed with product testing alone. As received, the octrode lead had setscrew marks present on contact #1, indicating they were secured in ipg header. No root cause was identified for the reported event.